Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side; 325 cc mentor memorygel breast implant; catalog number: 3503251bc; serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with 325 cc mentor memorygel breast implant and was presented with right side rupture confirmed by physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 12/18/2019, mentor became aware that the date of surgery was (B)(6) 2019. Hence, field d7 has been updated on this form. Mentor also became aware that the patient went under bilateral explantation and replacement with catalog number 3503251bc; serial number (B)(6) on the left, and with catalog number 3503251bc; serial number (B)(6) on the right side on that day. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/05/2020, photo evaluation was completed. Upon visual inspection of the pictures, it was observed that the implant was rupture. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.  All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form: - is required intervention has been selected under - has been updated to (B)(6) 2019. - method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).